Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, delamination diaphragm valve side assessed as adhesive failure and opening crack diaphragm valve side assessed as cracked valve seat diaphragm valve. No additional observation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.